Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device and log history files have not been returned at this time. A follow up report will be submitted when the investigation results become available.